Manufacturer narrative:
The subject otv-s200 has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc investigate the subject otv-s200 to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the cholecystectomy with the subject otv-s200, a patient was anesthetized but the touch panel of the subject otv-s200 stopped work. The user replaced the subject otv-s200 to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s200 was not returned to olympus medical systems corp. (Omsc) since the subject device was not returned, the exact cause was unknown. Omsc received the following additional information. No error was displayed when a problem occurred. The subject device started normally, after that, the display of the touch panel of the subject device disappeared. Also the endoscopic image and text information were not displayed on the monitor connected to the subject device. Based on the above information, omsc surmised that there was the possibility that a component of the control board of the subject device has failed accidentally. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The instruction manual of the subject device states the corresponding method in case of an abnormality.